Manufacturer narrative:
The reported failure to distract post-operatively was unable to be confirmed as the rod was functional and met the product specifications. The root cause of the customer¿s report that the rod would not properly distract was not determined. A review of device history record (DHR) confirmed there were no deviations in the manufacturing process and that the finished product met all acceptance criteria. There are no corrective actions to date for this reported failure mode.

Manufacturer narrative:
The device has not been returned for investigation. As per reporter upon, explantation, the rod was noted to be malfunctioning in that it did not distract when the manual magnet was placed upon it. Root cause is unknown at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the rod would not properly distract.